Event description:
It was reported that patient had left knee revision surgery due to osteolysis. Patella was removed, resurfaced, and a new patella was implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown asymmetrical triathlon patella. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.